Event description:
It was reported that this right atrial (ra) lead dislodged. Consequently, the patient underwent surgery to reposition the lead. No additional adverse patient effects were reported. The lead remains in service.